Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-01090.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, one ruby coil was implanted in the target location. While attempting to advance the next ruby coil, it became stuck inside the lantern mid-shaft. Therefore, the ruby coil and lantern were removed. The procedure was completed using two additional ruby coils and a new lantern. There was no report of an adverse effect to the patient.